Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). There is report of lens rotation. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).